Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open central incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: infection, bowel obstruction, partial removal of infected mesh, repair small bowel in (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010, drainage, abcess, nausea, vomiting, pain. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of ventral incisional hernia with ¿dual mesh.¿ implant: gore® dualmesh® plus biomaterial [1dlmcp06/(B)(6). (B)(6) 2005: (B)(6) regional. Implant sticker. ¿dualmesh plus antimicrobial.¿ lot: 03277442. Item: 1dlmcp06. Page 1. ¿this is a 77-year-old gentleman I was asked to see courtesy of dr. (B)(6) regarding some nausea and vomiting. The patient had a cholecystectomy through an upper midline incision a number of years ago, and then he had multiply recurrent incisional hernias. He had a couple of repairs without mesh and incarceration, I believe, in (B)(6) 2005, during which I found fairly extensive adhesions and a multifenestrated upper midline fascial hernia. He was repaired with dualmesh because the omentum could not be brought down between the bowel and the abdominal wall. He had done well until yesterday when he had the sudden onset of nausea and vomiting. He was vomiting quite a bit and felt fairly dizzy and light-headed, and he came on in to the hospital. Today he says he is feeling a little better, but he is still nauseous and had one emesis early this morning. His last stool was yesterday morning, and he has not been passing any flatus today. He is running a low -grade temperature, but he is not having any shaking chills.¿ abdominal exam: ¿there is an upper midline scar. There is some firmness to the entire upper epigastric area with mild tenderness but no guarding or rebound. The upper midline scar shows no sign of erythema of excessive heat or cellulitis. Laterally, the abdomen is softer and nontender, as are the lower quadrants. There are some bowel tones present, but they seem a little higher pitched than usual. He is voiding relatively small amounts of rather concentrated urine.¿ labs: white blood cell count: 15,600. (B)(6) 2009: (B)(6) medical center. Inpatient admission. (B)(6) 2009: (B)(6), md. History and physical. History of present illness. ¿this is an 80-year-old male who was admitted tonight from (B)(6). He was hospitalized on (B)(6) 2010 there. Apparently, he was lifting a heavy piece of metal and felt his left chest pop. He was admitted for left chest pain and shortness of breath. He has a history of copd. Late last night on (B)(6) 2012, the patient began to have abdominal distension and a suspected ileus due to his narcotics. He was made n.p.o. An ng tube was placed this morning. A CT was done this afternoon. This showed a ventral hernia and a small bowel obstruction. There was no official report of the CT available. This report was verbal. I did review the CT and I can see a ventral hernia at the region of the umbilicus below previously placed mesh.¿ past surgical history: the patient is aware of recurrence below the previous incision at the region of the umbilicus. He usually reduces this at home. He has not been doing that in the hospital.¿ social: he has not smoked for several years, but has a significant tobacco history, probably greater than 60 pack years. Abdominal exam: soft and he doesn't have peritoneal signs or guarding. He does have a hernia in the region of the umbilicus below his previous repair. This is reduced in its entirety. The defect can be completely palpated and there is no residual bowel left. Assessment: small bowel obstruction from a ventral hernia, which has been reduced now. He currently has a functioning ng tube and has had a bowel movement. I don't think he requires emergent repair. He should consider repair possibly even as early as the next couple of days or it can be done electively. (B)(6) 2009: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: small bowel obstruction and ventral hernia. Procedure: exploratory laparotomy, lysis of adhesions, release of small bowel obstruction secondary to internal adhesions. Anesthesia: general. Clinical note: this is a pleasant 80 year old gentleman who initially was transferred here from (B)(6) with a CT scan of concern that he had a small bowel obstruction related to recurrent small ventral hernia. This was easily reducible here and we thought perhaps he was making progress. However, he never opened, and gastrografin study was obtained which did not show progression of contrast into the colon. Therefore it is my impression that his obstruction was not related to his hernia but related to internal adhesions or other cause and recommendation for exploratory laparotomy was made. Risks, benefits and alternatives were described to the patient. He understands and wishes to proceed.¿ procedure: ¿he is given a general anesthetic. He already had a ng tube placed. A foley catheter was placed. Triple lumen ij [internal jugular] central line was placed. He is sterilely prepped and draped in the usual manner. The ij catheter was placed by anesthesia. A midline incision was made from below the umbilicus up toward the xiphoid. This midline incision encompassed the recurrent ventral hernia and also region of mesh. The peritoneal cavity was entered into. There were several layers of mesh from several different repairs. These were left in situ. The abdomen was full of multiple dense adhesions. The bowel was dramatically dilated. Tedious dissection was performed to free the bowel. We did encounter the transition points and were able to free this up and run the bowel from the ligament of treitz to the ileocecal valve. The bowel was massively distended and closure of the abdomen was anticipated to be difficult. The upper abdomen was socked in with adhesions and we were unable to visualize or palpate the stomach. Therefore, I thought it would be easiest to aspirate the contents of the bowel and facilitate closure, etc., by doing a enterotomy. Enterotomy was performed with a nietfeld trocar was placed. This was used to aspirate contents of the bowel. The pursestring was securely fashioned and this was imbricated also with 3-0 silk. There were several serosal tears but no other enterotomies. The serosal tears were reinforced with interrupted 3-0 silk. We were then able to again reexamine the abdomen. The colon appeared normal with the exception of some constipated type of stool. No obvious masses were noted. Again, we weren't able to evaluate the upper abdomen because of dense adhesions. I did not think there was much to be gained by trying to dissect out all of those. The bowel was returned to its normal position. The abdomen was copiously irrigated. The incision was closed with interrupted #1 prolene suture and placed initially followed by a running #1 loop pds suture. Subcutaneous was irrigated. Skin was closed with staples. Sterile dressing was applied.¿ partial explant preoperative complaints: (B)(6) 2010: (B)(6) medical center. (B)(6), md. History and physical. Reason for admission: small bowel obstruction. History of present illness: ¿mr. (B)(6) is a pleasant 82-year-old gentleman who presented to the emergency department for evaluation of dizziness, headaches, and chills. The patient just simply stated that he is feeling awful. He has been having trouble that has been ongoing for about 3 to 4 days. He described a sensation where the room will be spinning, especially when he moves or changes position. He associated with this had some nausea that is ongoing and is generally not feeling good. He had associated shortness of breath. He coughed, but no sputum production. He also had episodes of emesis and abdominal discomfort when he presented to the emergency department. He also describes some headache. He denies any fever or chills and no paroxysmal nocturnal dyspnea or orthopnea. He has had no palpitations.¿ medical history includes chronic respiratory failure, with oxygen dependence. Social: ¿this gentleman used to smoke about a pack a pack and a half per day. He smoked for about 25 years and stopped smoking in 1970.¿ review of systems: ¿he is mostly having trouble breathing and lower abdominal pain.¿ abdominal exam: protuberant, distended and obese, with minimal tenderness in both lower quadrants. Bowel sounds are present, but hypoactive. Labs: the patient had a CT scan of the abdomen, and the verbal report shows a partial small bowel obstruction. Assessment: small bowel obstruction. Abdominal pain, nausea, and emesis secondary to above. Plan: admit. Surgical consultation if there is no improvement. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Indications: ¿the patient is an 82-year-old male, status post previous abdominal surgeries including cholecystectomy, ventral hernia repair with mesh, and exploratory laparotomy with lysis of adhesions for small bowel obstruction. The patient now presents with increasing abdominal pain and distention. CT scan demonstrates recurrent incisional hernia and evidence of small bowel obstruction. The patient is brought to the operating room for management.¿ partial explant procedure: exploratory laparotomy, with extensive lysis of adhesions. Small bowel resection xl, with primary side-to-side stapled anastomosis. Excision lower one-half of previously placed mesh. Primary repair of recurrent incisional hernia. Partial explant date: (B)(6) 2010 (hospitalization (B)(6) 2010. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: small bowel obstruction and recurrent incisional hernia. Procedure: anesthesia: general. Findings: ¿the patient had extensive intra-abdominal adhesive disease. The patient had thickened bowel throughout his abdomen. A definite point of transition was not identified. There were numerous possibilities. Three enterotomies were made within approximately 15¿ of mid jejunum. This was excised with side-to-side anastomosis performed. The patient was found to have likely some variant of gore-tex mesh within the upper abdominal wall. The lower portion was oppilated and this portion was removed as it appeared to be unless incorporated. Primary reapproximation of the abdominal wall was performed.¿ procedure: ¿following the induction of general anesthesia, a foley catheter was placed. The patient's abdomen was then prepared using chloraprep and draped in the usual sterile manner. The patient's lower abdomen to mid epigastrium was reopened. There was extensive subcutaneous scar tissue. Within the tissue just above the umbilicus, there appeared to be piecemeal fascia, through this area the abdominal cavity was entered. Using a very careful and systematic lysis of adhesions, the abdomen was entered through the extent of the current incision. It became apparent that an extensive lysis of adhesions would be required in this situation. For that reason the incision was extended both inferiorly and superiorly. Superiorly, the incision entered the area of previous mesh reconstruction. The patient appeared to have a variant of gore-tex mesh into the abdominal wall. This was peritonealized, however there were extremely dense small bowel, large bowel, and omental adhesions throughout the epigastrium. A systematic and meticulous lysis of adhesions was performed. There were filmy adhesions between bowel loops themselves in 2 areas where there was no mesh. There were dense adhesions in some areas and especially in the area of the previous mesh. Ultimately I appeared to free the entire bowel from the ligament of treitz to the terminal ileum. The patient had excessive mesenteric adipose tissue and extensive epiploic appendages from the sigmoid colon. There were also palpable diverticulum throughout the sigmoid colon. Three significant enterotomies were made during this dissection. All of which were closed primarily as they occurred, to avoid excessive spillage. All of these occurred with an approximately 15¿ of the mid jejunum and were suitable for excision, with 1 segment of bowel resected. Overall a definite transition point was not identified. The bowel was thickened throughout its course, consistent with chronic obstructive-type symptoms. There were numerous areas of potential obstruction noted. The bowel on either side of the segment with the enterotomies was divided using the gia-75 stapler. The mesentery was then serially divided using the enseal device. Two areas of mesenteric bleeding were controlled using figure-of-eight silk sutures. The bowel was then aligned in a side-to-side fashion. Two enterotomies were made and a side-to-side stapled anastomosis was performed. Bowel contents from both proximal and distal limbs were evacuated. The common defect was closed in 2 layers using running full-thickness chromic and subsequent inverting 3-0 silk lembert sutures. The mesenteric defect was obliterated using a running 2-0 vicryl stitch. The abdomen was copiously irrigated with saline at this point. There was oozing from dissected surfaces, but no surgical bleeding identified. The bowel was again run and no new areas of injury were noted. At this point the lysis of adhesions was completed in a cephalad direction. The dense omental and colonic adhesions to the mesh were taken down carefully. There was no evidence of colon injury. Entry into the upper abdomen was finally obtained. The stomach was palpated and proper placement of nasogastric tube was confirmed. The course of the colon was reinspected, with no additional findings. The mesh itself had been opened for nearly its entire length. The inferior portion was oppilated, with numerous areas of poor incorporation and exposure. The upper portion of the mesh appeared to be incorporated in a flat manner. The decision was made to excise the least incorporated portion, which appeared to be the lower one-half of the mesh. This was done sharply with scissors, cautery and a 10 blade. Flaps superficial to the fascia were then developed circumferentially using cautery. At the site of previous hernia there appeared to be adequate scar tissue vs residual fascia for a primary closure without prosthetic material. Given the previous bowel spillage I thought it best to avoid placement of additional prosthetic. All viscera were returned to the normal anatomic position. Additional washout was performed. The freed omentum was brought into the mid abdomen. Two pieces of seprafilm were placed. The midline fascia was then closed using a mass interrupted technique. In the upper abdomen, at the site of opened the mesh, interrupted #1 prolene sutures were utilized. Within the mid abdomen, extending inferiorly, interrupted #l pds sutures were used in an interrupted manner. The subcutaneous tissues were irrigated and the skin closed with staples. The umbilicus was fully excised. A sterile bandage and abdominal binder were placed.¿ (B)(6) 2010: (B)(6), md. Discharge summary. The patient was admitted on (B)(6) 2002 with small bowel obstruction. The hospital course was complicated by status post surgery, mid abdominal abscess, status post drain. Consult was done by surgery, dr. (B)(6), and also dr. (B)(6). During the hospital course, the patient's symptoms improved. He had deconditioning with pt and ot. The patient is to be discharged home today, after the drain was removed yesterday. The mid abdominal abscess grew escherichia coli that is sensitive to bactrim. He will be sent home on 10 days of bactrim 1 tablet twice daily. Relevant medical information: (B)(6) 2012: (B)(6) associates, (B)(6), visit. History of present illness: bulge/swelling ventral abdominals wall. Status post laparotomy for small bowel obstruction. Likely has chronic infection of previously placed mesh. Uses binder as instructed, no obstructive symptoms. Weight 195 pounds, bmi 27.19. Assessment: hernia- incisional or ventral. Likely chronic infection of previously placed mesh. Plan: recommend patient strongly consider repair of abdominal wall with excision of old mesh. Patient understandably not very excited about additional surgery. He and family will consider option. Follow up in two months. (B)(6) 2015: (B)(6) medical center. Inpatient admission. (B)(6) 2015: (B)(6), md. Emergency department. Presenting problem: abdominal pain. Triage notes: complains of abdominal pain since this morning. Admits to nausea and vomiting. Feels weak. Assessment: abdominal pain. Chronic protruding hernia. Pain to hernia. Chronic drainage from hernia wound. Bandage demonstrates yellow/green pus. Has a history of colon cancer and finished radiation 6-7 weeks ago. Abdominal exam: abdomen, firm, distended, tender, to the left upper quadrant. Pulsatile mass present, to mid abdomen. Bowel sounds, hypoactive. Associated with nausea with vomiting, currently, x1. History of bowel obstruction. Hernia to umbilical region, scars to mid abdomen. Labs ordered, CT abdomen/pelvis. Admit. (B)(6) 2015: (B)(6), md. Emergency department. History of present illness: ¿86 yo male presented to the ER with abd pain, and distention for the last 24 hours. He has a h/o of a chronic ventral hernia that is not operable any longer by pt report. He has a chronic wound that has been draining to the incision which has been going on for years. No asso fevers. + vomiting and losing consciousness. Nothing is helping. Worse with eating, distention is slightly worse as well.¿ notes: ¿84 y/o male was transferred from a nursing home with complaint of sob [shortness of breath] and weeping wound on ventral hernia. Abdominal exam: ¿abdominal exam included findings of abdomen tender, diffusely, mild intensity, distension present, no mass, ventral hernia, reducible, tender, midline.¿ physician notes: ¿86-year-old male presented to the ER with abdominal pain and distention. He has a history or a chronic ventral hernia that worsened today. He does not appear toxic or disoriented, she has normal vital signs and abdominal exam does show a large ventral hernia that is reducible. There is also an open wound that is draining, apparently present for years according to the family. CT scan shows evidence of partial small bowel obstruction and a possible intestinal mass. His lactate level is normal, white blood cell count was 15 but his labs were otherwise normal and he is afebrile. L do not suspect a surgical emergency the patient was admitted after an ng tube placed and through. He left the ER in stable condition.¿ diagnosis: small bowel obstruction. Disposition: inpatient. (B)(6) 2015: (B)(6), md. Consultation. Reason: small bowel obstruction. Brief history: ¿this patient is an 86-year-old male with a long, complicated history involving a ventral hernia, prior lysis of adhesions, small bowel resection. He has a history of a ventral hernia with mesh removal, some of which still remains, and he has what appears to be a chronic fistula from this. He came to the emergency room for evaluation of abdominal distention, pain with emesis, and has been admitted for what appears to be at least a partial small bowel obstruction. Again, his history is fairly complicated, related also to a possible colon tumor, which was treated nonoperatively with radiation and chemotherapy most recently. In either case, at the time of my evaluation, he appears fairly comfortable. Nasogastric tube is in place.¿ abdominal exam: ¿the abdomen is soft with a moderate sized ventral hernia which was soft and easily reducible. At the apex of the hernia, there was a small sinus with purulent drainage from his chronic fistula. There are no signs of peritoneal irritation, no masses otherwise.¿ imaging: ¿he had a CT scan of the abdomen and pelvis done on (B)(6) 2015 which shows signs of a partial small bowel obstruction, no free air. There is evidence of recurrent ventral hernia. Kub from (B)(6) 2015 shows improving small bowel gas pattern. Impression: ¿1. The patient with a long and complicated past medical history with what appears to be multiple operations for lysis of adhesions, ventral hernias, and also history appears to be complicated from colon cancer, which was treated nonoperatively with radiation and chemotherapy. 2. He has multiple other medical problems.¿ recommendations: ¿I agree he is not a surgical candidate at this point. In either case, the hernia itself appears to be not incarcerated or strangulated he, at the time of my evaluation, appears to be improving clinically from his arrival from his initial admission. I agree with continued nonoperative therapy and nasogastric tube suction. We will plan to check a kub on him tomorrow, but he appears to be clinically improving we hope to be able to remove his ng tube in the next day or so, and he can be followed as an outpatient.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2005: (B)(6), do. Progress note: 77 year old male patient walked into clinic, complained of sudden onset abdominal pain with 2 episodes of emesis. Bowel movements have been normal. Emesis without blood. No fever. ¿this patient doesn't come in unless severely ill.¿ weight 210 lbs. Moderate distress secondary to abdominal pain. Abdominal exam: few bowel sounds x 4. Large ventral hernia. Tender to palpation, but not much rub/guarding. No bruits. Assessment: abdominal pain. Plan: admit. Possible surgical consult. (B)(6) 2005: arkansas valley regional. Kent e. Gay, md. Operative indications: ¿this 77-year-old man had an upper midline cholecystectomy many years ago. He said he has had 3 operations for hernias, the most recent of which was in 2002 done here by dr. Perryman. No synthetic mesh was used, and the fascia had been closed with a running pds which is absorbable. He has been aware of a bulging just above the umbilicus here for some days or weeks, and it had become more firm and tender in the 2 days prior to admission. On exam he a 6-to-7 cm bulging area just above the umbilicus when he stood up, but this would largely reduce in the supine position. The CT scan showed the hernia with a small knuckle of bowel present, but there was no sign of bowel obstruction. It was unclear whether this was small bowel or colon. His pain improved, and his vital signs were normal, and his white count became normal. He was only slightly tender over the area. I was not all that suspicious of incarceration but could not be sure. Consequently, he was advised to undergo repair of this lesion for relief of symptoms and pain.¿. Implant procedure: repair of ventral incisional hernia with ¿dual mesh.¿ implant: gore® dualmesh® plus biomaterial [no product identification information provided] implant date: (B)(6) 2005 (hospitalization (B)(6) 2005). (B)(6) 2005: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: ventral incisional hernia, recurrent, possibly incarcerated. Postoperative diagnosis: multifenestrated ventral incisional hernia, recurrent, no incarceration or strangulation present. Anesthesia: general. Wound class #2. Operative findings: ¿there was an upper midline scar from xiphoid to umbilicus. The lower 14 cm of the scar was associated with 3 fascial defects. The largest one was lowest one that measured about 2 cm in diameter with a moderate-sized sac. There was a loop of small intestine adjacent to this sac, but it was not incarcerated and showed no evidence of ischemia. There were dense adhesions. There were 2 other 1-cm fascial defects above that level and then a couple of 5-mm defects more laterally from where the previous sutures may have been. I did not find any residual suture material in the wound or any synthetic mesh.¿. Description of procedure: ¿after induction of good general endotracheal anesthesia, the staff placed a foley catheter and the pneumatic stockings. The abdomen was shaved, prepped, and draped sterilely. The previous incision was reopened from just above the umbilicus to the upper epigastric area, not quite to the xiphoid. The incision was 14 cm in length. Dissection was carried down through very dense midline scar tissue using sharp dissection until the inferior sac could be identified. This was opened to facilitate further dissection, and the incision was gradually opened cephalad, taking care to lyse the midline adhesions as the incision was enlarged. There were fairly dense adhesions between the small intestine and transverse colon and the anterior abdominal wall. This made the dissection fairly slow and tedious. Slowly the plane was developed circumferentially around the wound for about 4 cm. In the lower half of the wound the dissection developed into free access into the lower abdomen, which on palpation did not reveal any abnormalities. There were some band-like omental adhesions to the lower abdomen that were simply divided to avoid potential internal hernias and future bowel obstructions. In the upper half of the wound the adhesions could be felt to extend all the way to the flanks on both sides, and consequently the dissection was limited to just enough space to place the mesh. Once this was accomplished, the wound was evaluated. There were still free-floating loops of small bowel in the lower half of the incision, and the upper half seemed to be just superficial to the transverse colon. Consequently it seemed that using marlex mesh would be dangerous in terms of developing intestinal erosion and fistula. Consequently I elected to use the gore-tex dual mesh, although there is some concern of that type of mesh getting infected. However, no enterotomies were sustained during the dissection, and no ischemia was present, so the wound could be considered sterile and therefore amenable to the dual mesh. A sheet measuring 18 x 8 cm was fashioned with the corners beveled. The mesh was secured in the posterior plane to the peritoneum and fascia circumferentially using interrupted 0 vicryl sutures. On the 2 ends these were horizontal mattress sutures and laterally they were simple sutures. The lower half of the sutures were placed by me, and the upper half of the sutures were placed by the assistant. All of the knots were tied, and the mesh was then irrigated with antibiotic solution. Hemostasis had seemed secure. Now, to avoid seroma accumulation, a #19 blake drain was brought in through a stab wound just inferior and to the left of the incision and placed on the top of the mesh and posterior to the fascia. This was secured with 0 surgilon and connected to a 400-cc grenade. The midline fascia was then closed over the mesh as feasible using interrupted 2-0 tycron sutures. The subcutaneous tissues were irrigated with the antibiotic solution, and the skin incision was closed with staples. Sterile dressings were applied. The patient tolerated the procedure well and was awakened, extubated, and taken to the recovery room in good condition. The estimated blood loss was 50 cc, and the sponge and needle counts were correct.¿. (B)(6) 2005: (B)(6). C. G. Progress notes. Postoperative day #4. Stable and doing well. Wound healing with staples intact. Impression: well. Plan: home today. Follow up (B)(6) 2005. (B)(6) 2005: (B)(6), do. Discharge /transfer orders. Prevacid daily, nebulizer treatments, spiriva inhaler. Follow up with dr. (B)(6). Relevant medical information: (B)(6) 2006: (B)(6) medical center. Hospital admission. (B)(6) 2006: (B)(6), md. Radiology report. Acute abdominal series. History: dyspnea and emesis. Impression: partial small bowel obstruction versus ileus. The changes are not incompatible with a gastroenteritis, correlate with history and laboratory values. Previous cholecystectomy. Chronic obstructive pulmonary disease probably with some subsegmental atelectasis in the left lung base. Atherosclerotic cardiovascular disease. (B)(6) 2006: (B)(6), md. Radiology report. Small bowel series. History: abdominal distention, pain. Impression: partial small bowel obstruction versus gastroenteritis versus mild ileus. Followup supine abdomen film in the morning may be of benefit to observe for barium moving into the large bowel. (B)(6) 2006: (B)(6), md. Consultation. Page 2. Radiology: ¿the plain films done on admission or early this morning showed some subsegmental atelectasis in the left lower lobe of the left lung. The abdominal films showed a couple loops of small bowel in the left upper quadrant with some air/fluid levels, which are just slightly dilated. Some gas in the right side of the abdomen seems to be in colon. The small bowel series was started today, and at 4 hours the barium is still in the proximal third of the small bowel, although a particular focus of obstruction has not yet been identified.¿ assessment: the patient has clinical and radiographic evidence of developing partial small-bowel obstruction. This most likely would be due to adhesions. The patient is febrile with an elevated white count, which raises the possibility of infection of the mesh. Dehydration. Left lower lobe subsegmental atelectasis. Disposition: the patient needs to be made n.p.o. [Nothing by mouth]; although, I think for now we can probably get by without an ng [nasogastric] tube. We will follow up the small bowel series with another film in the morning, and we subsequently may need to get a cat scan to see if there is a fluid collection associated with his dualmesh. If the mesh is infected, then this will pose some difficult surgical dilemmas. I have discussed this with the patient and dr. Sims, who understand and agree. In the meantime I would recommend increasing the ib fluids to 150 cc an hour. We will order some demerol and phenergan as needed. I did ask dr. Sims if we could hold off on the solu-medrol for now, since his lungs really do not sound too bad. I will be happy to follow this patient with you, and thank you for the consultation.¿. (B)(6) 2006: (B)(6), md. Radiology report. Supine and upright abdomen. History: partial bowel obstruction. Impression: radiographic contrast within the large and small bowel with findings suggesting the patient either has a gastroenteritis versus a partial small bowel obstruction versus a resolving ileum. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D17: appropriate code/term not available for ¿withdrawn complaint.¿ this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of ventral incisional hernia with ¿dual mesh.¿ implant: gore® dualmesh® plus biomaterial [1dlmcp06/03277442] (B)(6) 2005: arkansas valley regional. Implant sticker. ¿dualmesh plus antimicrobial.¿ lot: 03277442. Item: 1dlmcp06. (B)(6) 06: (B)(6), md. Consultation. Page 1. ¿this is a 77-year-old gentleman I was asked to see courtesy of dr. (B)(6) regarding some nausea and vomiting. The patient had a cholecystectomy through an upper midline incision a number of years ago, and then he had multiply recurrent incisional hernias. He had a couple of repairs without mesh and incarceration, I believe, in (B)(6) 2005, during which I found fairly extensive adhesions and a multifenestrated upper midline fascial hernia. He was repaired with dualmesh because the omentum could not be brought down between the bowel and the abdominal wall. He had done well until yesterday when he had the sudden onset of nausea and vomiting. He was vomiting quite a bit and felt fairly dizzy and light-headed, and he came on in to the hospital. Today he says he is feeling a little better, but he is still nauseous and had one emesis early this morning. His last stool was yesterday morning, and he has not been passing any flatus today. He is running a low -grade temperature, but he is not having any shaking chills.¿ abdominal exam: ¿there is an upper midline scar. There is some firmness to the entire upper epigastric area with mild tenderness but no guarding or rebound. The upper midline scar shows no sign of erythema of excessive heat or cellulitis. Laterally, the abdomen is softer and nontender, as are the lower quadrants. There are some bowel tones present, but they seem a little higher pitched than usual. He is voiding relatively small amounts of rather concentrated urine.¿ labs: white blood cell count: 15,600. (B)(6) 2009: (B)(6) center. Inpatient admission. (B)(6) 2009: (B)(6), md. History and physical. History of present illness. ¿this is an 80-year-old male who was admitted tonight from la junta. He was hospitalized on 07/10 there. Apparently, he was lifting a heavy piece of metal and felt his left chest pop. He was admitted for left chest pain and shortness of breath. He has a history of copd. Late last night on 07 /12, the patient began to have abdominal distension and a suspected ileus due to his narcotics. He was made n.p.o. An ng tube was placed this morning. A CT was done this afternoon. This showed a ventral hernia and a small bowel obstruction. There was no official report of the CT available. This report was verbal. I did review the CT and I can see a ventral hernia at the region of the umbilicus below previously placed mesh.¿ past surgical history: the patient is aware of recurrence below the previous incision at the region of the umbilicus. He usually reduces this at home. He has not been doing that in the hospital.¿ social: he has not smoked for several years, but has a significant tobacco history, probably greater than 60 pack years. Abdominal exam: soft and he doesn't have peritoneal signs or guarding. He does have a hernia in the region of the umbilicus below his previous repair. This is reduced in its entirety. The defect can be completely palpated and there is no residual bowel left. Assessment: small bowel obstruction from a ventral hernia, which has been reduced now. He currently has a functioning ng tube and has had a bowel movement. I don't think he requires emergent repair. He should consider repair possibly even as early as the next couple of days or it can be done electively. (B)(6) 2009: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: small bowel obstruction and ventral hernia. Procedure: exploratory laparotomy, lysis of adhesions, release of small bowel obstruction secondary to internal adhesions. Anesthesia: general. Clinical note: this is a pleasant 80 year old gentleman who initially was transferred here from la junta with a CT scan of concern that he had a small bowel obstruction related to recurrent small ventral hernia. This was easily reducible here and we thought perhaps he was making progress. However, he never opened, and gastrografin study was obtained which did not show progression of contrast into the colon. Therefore it is my impression that his obstruction was not related to his hernia but related to internal adhesions or other cause and recommendation for exploratory laparotomy was made. Risks, benefits and alternatives were described to the patient. He understands and wishes to proceed.¿ procedure: ¿he is given a general anesthetic. He already had a ng tube placed. A foley catheter was placed. Triple lumen ij [internal jugular] central line was placed. He is sterilely prepped and draped in the usual manner. The ij catheter was placed by anesthesia. A midline incision was made from below the umbilicus up toward the xiphoid. This midline incision encompassed the recurrent ventral hernia and also region of mesh. The peritoneal cavity was entered into. There were several layers of mesh from several different repairs. These were left in situ. The abdomen was full of multiple dense adhesions. The bowel was dramatically dilated. Tedious dissection was performed to free the bowel. We did encounter the transition points and were able to free this up and run the bowel from the ligament of treitz to the ileocecal valve. The bowel was massively distended and closure of the abdomen was anticipated to be difficult. The upper abdomen was socked in with adhesions and we were unable to visualize or palpate the stomach. Therefore, I thought it would be easiest to aspirate the contents of the bowel and facilitate closure, etc., by doing a enterotomy. Enterotomy was performed with a nietfeld trocar was placed. This was used to aspirate contents of the bowel. The pursestring was securely fashioned and this was imbricated also with 3-0 silk. There were several serosal tears but no other enterotomies. The serosal tears were reinforced with interrupted 3-0 silk. We were then able to again reexamine the abdomen. The colon appeared normal with the exception of some constipated type of stool. No obvious masses were noted. Again, we weren't able to evaluate the upper abdomen because of dense adhesions. I did not think there was much to be gained by trying to dissect out all of those. The bowel was returned to its normal position. The abdomen was copiously irrigated. The incision was closed with interrupted #1 prolene suture and placed initially followed by a running #1 loop pds suture. Subcutaneous was irrigated. Skin was closed with staples. Sterile dressing was applied.¿ partial explant preoperative complaints: (B)(6) 2010: (B)(6), md. History and physical. Reason for admission: small bowel obstruction. History of present illness: ¿mr. (B)(6) is a pleasant 82-year-old gentleman who presented to the emergency department for evaluation of dizziness, headaches, and chills. The patient just simply stated that he is feeling awful. He has been having trouble that has been ongoing for about 3 to 4 days. He described a sensation where the room will be spinning, especially when he moves or changes position. He associated with this had some nausea that is ongoing and is generally not feeling good. He had associated shortness of breath. He coughed, but no sputum production. He also had episodes of emesis and abdominal discomfort when he presented to the emergency department. He also describes some headache. He denies any fever or chills and no paroxysmal nocturnal dyspnea or orthopnea. He has had no palpitations.¿ medical history includes chronic respiratory failure, with oxygen dependence. Social: ¿this gentleman used to smoke about a pack a pack and a half per day. He smoked for about 25 years and stopped smoking in 1970.¿ review of systems: ¿he is mostly having trouble breathing and lower abdominal pain.¿ abdominal exam: protuberant, distended and obese, with minimal tenderness in both lower quadrants. Bowel sounds are present, but hypoactive. Labs: the patient had a CT scan of the abdomen, and the verbal report shows a partial small bowel obstruction. Assessment: small bowel obstruction. Abdominal pain, nausea, and emesis secondary to above. Plan: admit. Surgical consultation if there is no improvement. (B)(6) 2010: (B)(6), md. Indications: ¿the patient is an 82-year-old male, status post previous abdominal surgeries including cholecystectomy, ventral hernia repair with mesh, and exploratory laparotomy with lysis of adhesions for small bowel obstruction. The patient now presents with increasing abdominal pain and distention. CT scan demonstrates recurrent incisional hernia and evidence of small bowel obstruction. The patient is brought to the operating room for management.¿ partial explant procedure: exploratory laparotomy, with extensive lysis of adhesions. Small bowel resection xl, with primary side-to-side stapled anastomosis. Excision lower one-half of previously placed mesh. Primary repair of recurrent incisional hernia. Partial explant date: (B)(6) 2010 (hospitalization (B)(6) 2010). (B)(6) 2010: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: small bowel obstruction and recurrent incisional hernia. Procedure: anesthesia: general. Findings: ¿the patient had extensive intra-abdominal adhesive disease. The patient had thickened bowel throughout his abdomen. A definite point of transition was not identified. There were numerous possibilities. Three enterotomies were made within approximately 15¿ of mid jejunum. This was excised with side-to-side anastomosis performed. The patient was found to have likely some variant of gore-tex mesh within the upper abdominal wall. The lower portion was oppilated and this portion was removed as it appeared to be unless incorporated. Primary reapproximation of the abdominal wall was performed.¿ procedure: ¿following the induction of general anesthesia, a foley catheter was placed. The patient's abdomen was then prepared using chloraprep and draped in the usual sterile manner. The patient's lower abdomen to mid epigastrium was reopened. There was extensive subcutaneous scar tissue. Within the tissue just above the umbilicus, there appeared to be piecemeal fascia, through this area the abdominal cavity was entered. Using a very careful and systematic lysis of adhesions, the abdomen was entered through the extent of the current incision. It became apparent that an extensive lysis of adhesions would be required in this situation. For that reason the incision was extended both inferiorly and superiorly. Superiorly, the incision entered the area of previous mesh reconstruction. The patient appeared to have a variant of gore-tex mesh into the abdominal wall. This was peritonealized, however there were extremely dense small bowel, large bowel, and omental adhesions throughout the epigastrium. A systematic and meticulous lysis of adhesions was performed. There were filmy adhesions between bowel loops themselves in 2 areas where there was no mesh. There were dense adhesions in some areas and especially in the area of the previous mesh. Ultimately I appeared to free the entire bowel from the ligament of treitz to the terminal ileum. The patient had excessive mesenteric adipose tissue and extensive epiploic appendages from the sigmoid colon. There were also palpable diverticulum throughout the sigmoid colon. Three significant enterotomies were made during this dissection. All of which were closed primarily as they occurred, to avoid excessive spillage. All of these occurred with an approximately 15¿ of the mid jejunum and were suitable for excision, with 1 segment of bowel resected. Overall a definite transition point was not identified. The bowel was thickened throughout its course, consistent with chronic obstructive-type symptoms. There were numerous areas of potential obstruction noted. The bowel on either side of the segment with the enterotomies was divided using the gia-75 stapler. The mesentery was then serially divided using the enseal device. Two areas of mesenteric bleeding were controlled using figure-of-eight silk sutures. The bowel was then aligned in a side-to-side fashion. Two enterotomies were made and a side-to-side stapled anastomosis was performed. Bowel contents from both proximal and distal limbs were evacuated. The common defect was closed in 2 layers using running full-thickness chromic and subsequent inverting 3-0 silk lembert sutures. The mesenteric defect was obliterated using a running 2-0 vicryl stitch. The abdomen was copiously irrigated with saline at this point. There was oozing from dissected surfaces, but no surgical bleeding identified. The bowel was again run and no new areas of injury were noted. At this point the lysis of adhesions was completed in a cephalad direction. The dense omental and colonic adhesions to the mesh were taken down carefully. There was no evidence of colon injury. Entry into the upper abdomen was finally obtained. The stomach was palpated and proper placement of nasogastric tube was confirmed. The course of the colon was reinspected, with no additional findings. The mesh itself had been opened for nearly its entire length. The inferior portion was oppilated, with numerous areas of poor incorporation and exposure. The upper portion of the mesh appeared to be incorporated in a flat manner. The decision was made to excise the least incorporated portion, which appeared to be the lower one-half of the mesh. This was done sharply with scissors, cautery and a 10 blade. Flaps superficial to the fascia were then developed circumferentially using cautery. At the site of previous hernia there appeared to be adequate scar tissue vs residual fascia for a primary closure without prosthetic material. Given the previous bowel spillage I thought it best to avoid placement of additional prosthetic. All viscera were returned to the normal anatomic position. Additional washout was performed. The freed omentum was brought into the mid abdomen. Two pieces of seprafilm were placed. The midline fascia was then closed using a mass interrupted technique. In the upper abdomen, at the site of opened the mesh, interrupted #1 prolene sutures were utilized. Within the mid abdomen, extending inferiorly, interrupted #l pds sutures were used in an interrupted manner. The subcutaneous tissues were irrigated and the skin closed with staples. The umbilicus was fully excised. A sterile bandage and abdominal binder were placed.¿ (B)(6) 2010: (B)(6), md. Discharge summary. The patient was admitted on 09/02 with small bowel obstruction. The hospital course was complicated by status post surgery, mid abdominal abscess, status post drain. Consult was done by surgery, dr. (B)(6) and also dr. (B)(6). During the hospital course, the patient's symptoms improved. He had deconditioning with pt and ot. The patient is to be discharged home today, after the drain was removed yesterday. The mid abdominal abscess grew escherichia coli that is sensitive to bactrim. He will be sent home on 10 days of bactrim 1 tablet twice daily. Relevant medical information: (B)(6) 2012: (B)(6) surgical associates, pc. J. (B)(6), md. Office visit. History of present illness: bulge/swelling ventral abdominals wall. Status post laparotomy for small bowel obstruction. Likely has chronic infection of previously placed mesh. Uses binder as instructed, no obstructive symptoms. Weight 195 pounds, bmi 27.19. Assessment: hernia- incisional or ventral. Likely chronic infection of previously placed mesh. Plan: recommend patient strongly consider repair of abdominal wall with excision of old mesh. Patient understandably not very excited about additional surgery. He and family will consider option. Follow up in two months. (B)(6) 2015: (B)(6) medical center. Inpatient admission. (B)(6) 2015: (B)(6), md. Emergency department. Presenting problem: abdominal pain. Triage notes: complains of abdominal pain since this morning. Admits to nausea and vomiting. Feels weak. Assessment: abdominal pain. Chronic protruding hernia. Pain to hernia. Chronic drainage from hernia wound. Bandage demonstrates yellow/green pus. Has a history of colon cancer and finished radiation 6-7 weeks ago. Abdominal exam: abdomen, firm, distended, tender, to the left upper quadrant. Pulsatile mass present, to mid abdomen. Bowel sounds, hypoactive. Associated with nausea with vomiting, currently, x1. History of bowel obstruction. Hernia to umbilical region, scars to mid abdomen. Labs ordered, CT abdomen/pelvis. Admit. (B)(6) 2015: (B)(6), md. Emergency department. History of present illness: ¿86 yo male presented to the ER with abd pain, and distention for the last 24 hours. He has a h/o of a chronic ventral hernia that is not operable any longer by pt report. He has a chronic wound that has been draining to the incision which has been going on for years. No asso fevers. + vomiting and losing consciousness. Nothing is helping. Worse with eating, distention is slightly worse as well.¿ notes: ¿84 y/o male was transferred from a nursing home with complaint of sob [shortness of breath] and weeping wound on ventral hernia. Abdominal exam: ¿abdominal exam included findings of abdomen tender, diffusely, mild intensity, distension present, no mass, ventral hernia, reducible, tender, midline.¿ physician notes: ¿86-year-old male presented to the ER with abdominal pain and distention. He has a history or a chronic ventral hernia that worsened today. He does not appear toxic or disoriented, she has normal vital signs and abdominal exam does show a large ventral hernia that is reducible. There is also an open wound that is draining, apparently present for years according to the family. CT scan shows evidence of partial small bowel obstruction and a possible intestinal mass. His lactate level is normal, white blood cell count was 15 but his labs were otherwise normal and he is afebrile. L do not suspect a surgical emergency the patient was admitted after an ng tube placed and through. He left the ER in stable condition.¿ diagnosis: small bowel obstruction. Disposition: inpatient. (B)(6) 2015: (B)(6), md. Consultation. Reason: small bowel obstruction. Brief history: ¿this patient is an 86-year-old male with a long, complicated history involving a ventral hernia, prior lysis of adhesions, small bowel resection. He has a history of a ventral hernia with mesh removal, some of which still remains, and he has what appears to be a chronic fistula from this. He came to the emergency room for evaluation of abdominal distention, pain with emesis, and has been admitted for what appears to be at least a partial small bowel obstruction. Again, his history is fairly complicated, related also to a possible colon tumor, which was treated nonoperatively with radiation and chemotherapy most recently. In either case, at the time of my evaluation, he appears fairly comfortable. Nasogastric tube is in place.¿ abdominal exam: ¿the abdomen is soft with a moderate sized ventral hernia which was soft and easily reducible. At the apex of the hernia, there was a small sinus with purulent drainage from his chronic fistula. There are no signs of peritoneal irritation, no masses otherwise.¿ imaging: ¿he had a CT scan of the abdomen and pelvis done on (B)(6) 2015 which shows signs of a partial small bowel obstruction, no free air. There is evidence of recurrent ventral hernia. Kub from (B)(6) 2015 shows improving small bowel gas pattern. Impression: ¿1. The patient with a long and complicated past medical history with what appears to be multiple operations for lysis of adhesions, ventral hernias, and also history appears to be complicated from colon cancer, which was treated nonoperatively with radiation and chemotherapy. 2. He has multiple other medical problems.¿ recommendations: ¿I agree he is not a surgical candidate at this point. In either case, the hernia itself appears to be not incarcerated or strangulated he, at the time of my evaluation, appears to be improving clinically from his arrival from his initial admission. I agree with continued nonoperative therapy and nasogastric tube suction. We will plan to check a kub on him tomorrow, but he appears to be clinically improving we hope to be able to remove his ng tube in the next day or so, and he can be followed as an outpatient.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.